Event description:
It was reported that when the device was used during a laparoscopic appendectomy procedure, it functioned as intended. The surgeon examined the staple line, and it was noted to be intact. Post-operatively, the pt's hemoglobin dropped (value unk) and there was blood loss. Consequently, the pt received two units of blood, and was admitted to the ICU for three days. A second procedure was performed: initially, laparoscopically, then, converted to open. There were blood clots noted on the staple line when opened. However, the staple line was noted to be intact. It could not be determined what caused or contributed to the blood clots. The pt was discharged home with iron pills.